Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip coils were stretched distal to the center solder for a length of 1 mm. There was a bend in the shaping ribbon, 7 mm proximal to the tip ball. There were offset intermediated coils sporadically proximal to the center solder for a length of 8.6 cm. The noted stretched tip coils and offset intermediate coils could have been the reported tip of the guide wire not being smooth which is consistent with interaction with the lesion as no damage was reported during inspection prior to use. The tip was tugged on to confirm that the core and shaping ribbon were intact. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the heavily calcified narrow lesion. Factors that may contribute to resistance during removal while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, the lesion was described as heavily calcified which could have contributed to the reported resistance. Additionally, analysis noted the outer diameter of the solder joints were measured with a hole gauge; however, resistance was felt 6 cm proximal to the center solder at the offset intermediate coils. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the lot history record indicated no nonconforming material records for the lot and a search of the complaint database indicate no other incidents reported for this lot. In summary, based on this evaluation, there is no indication of a product quality deficiency.

Event description:
It was reported that the balance middleweight (bmw) guide wire was meeting resistance during the attempt to cross the lesion in the heavily calcified narrow, mid right coronary artery and was hard to advance. Resistance was also felt during retraction of the guide wire from the patient. After retraction, upon investigation, the tip of the guide wire was not smooth. Another bmw guide wire was used successfully to access the lesion. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.